Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had to press the buttons more than once to get insulin pump to respond. The customer¿s blood glucose was unknown at the time of incident. The customer also report the no delivery alarm and diminished battery life and also state that something wrong with the battery life. The insulin pump will not be returned for analysis.